Event description:
It was reported that during the ventilation of an adolescent pt, the display of the device went black. The ventilation continued. Due to the lack of display and limitations to adjust the device it was decided to exchange the device to another evita 4. During the exchange procedure when the pt has been ventilated manually, problems occurred resulting in a cardiopulmonary resuscitation. The pt died after repeated cardiopulmonary resuscitations the following day.

Manufacturer narrative:
The investigation is ongoing, the results will be part of a follow up report.